Manufacturer narrative:
B3 event date / d10 therapy date: march 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink filter extension set would not connect to a one-link needleless connector. The patient was receiving taxol, and needed a filter added to the line. When attaching the one-link onto the filter, the one-link kept twisting on the filter, not luer-locking into place. When twisted on, the one-link could be pulled off of the filter. The luer lock of the filter appeared sharp and jagged. Reporter used same one-link cap and connected to a new filter with no issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.